Event description:
A surgeon reports that a pt had a hard, dense cataract extracted with an intraocular lens (iol) implanted. During a slit-lamp examination the following day, the surgeon noticed that the iol appeared gray with whitish precipitates observed. The patient was examined each day for three more days. As a prophylactic measure, the patient was treated with increased dose of topical steroids and antibiotics. There have been no signs of increased inflammation or intraocular infection. The iol remains gray in appearance with precipitates in the periphery. Although the pt has some blurring of vision, the surgeon reports the pt is happy with the outcome of the surgery. The surgeon will follow the pt and is not planning any further intervention.